Event description:
The medwatch report was submitted for breakage of the skyline self-centering awl. However, evaluation of the returned device found the awl had snapped off of the handle of the assembly. There was no risk of harm to the patient as the awl would have been trapped in the self-centering sleeve after it snapped and would not have been able to fall into the patient. As such, this would not be a reportable event due to the location of the break. The material would all be contained and alternatives are available.

Manufacturer narrative:
Examination of the returned skyline self centering awl noted that the awl had snapped off of the handle of the assembly. There was no risk of harm to the patient as the awl would have been trapped in the self-centering sleeve after it snapped and would not have been able to fall into the patient. Review of the device history record found no discrepancies. A 12 month complaint trend analysis on the product code found no emerging trends. The root cause for the awl breaking cannot be positively identified. However, it is most likely due to unanticipated forces placed on the instrument intra-operatively. No corrective action/preventive action is required at this point as there has been no issues identified in the manufacturing or release of this device, and there have been if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
International affiliate reports the shaft of the skyline self-centering awl snapped at the level of the handle, trapping the shaft inside the sleeve, during the procedure as the surgeon was breaching the cortical bone in preparation for placing the screws into the plate. It was reported that the surgeon was unperturbed. No injury was suffered by the patient and there was no delay to the procedure. The surgeon continued utilizing a fixed awl. Nothing was left in the patient.